Manufacturer narrative:
(B)(4). Approximate age of device - 25 days. The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room on (B)(6) 2016 with fatigue and melena. The patient was on aspirin and warfarin at the time of the event. Anticoagulation was discontinued. An endoscopy was performed revealing gastric arteriovenous malformations which were cauterized. The patient was transfused with 6 units of packed red blood cells and 2 units of fresh frozen plasma until hemoglobin levels stabilized. The patient was discharged off anticoagulation until further re-evaluation in clinic. The bleeding reportedly resolved on (B)(6) 2016. No further information was provided.